Event description:
Customer alleged discrepant blood glucose values of 401mg/dl compared to 135mg/dl on the advantage system within 5 minutes. Customer took normal fixed dosage of insulin at the time of the previously mentioned readings. He stopped taking his sliding scale insulin. No adverse event reported. A request was made for the return of the suspect product and replacement was sent.